Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was returned and analyzed with no anomalies found. It was noted no issue were identified that required full analysis. (B)(4).

Event description:
It was reported that prior to device replacement and upgrade, the patient indicated their current device moved during exertion. Physician noted the comment and sutured down the replacement device. No patient complications have been reported as a result of this event.